Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was moving throughout the implant procedure and the stent graft was inadvertently positioned below the intended landing zone. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning and the placement of an aortic cuff. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.